Event description:
Revision surgery - after multiple dislocations and soft tissue repairs that failed , a computerized tomography (CT) confirmed the glenoid base was put in with a superior tilt and needed a bone graft, glenoid reconstruction, to lateralize the implant. All djo glenoid products were removed and the surgeon implanted a biomet glenoid with a 36 +6mm head and 65mm central screw to get good bone purchase. The surgeon used two djo 8mm cemented spacers and one +36mm liner on the humeral side.

Manufacturer narrative:
The reason for this revision surgery was the patient kept having dislocations. The in-vivo length of patient service for the implant was 4 months. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. A review of the implant device history records (DHR) shows that the reported component used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to the event. The device was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. This event is deemed to be non-product related. The root cause of this complaint was a revision surgery due to the dislocation. There are multiple factors that may contribute to the event that are outside the control of djo surgical are excessive range-of-motion, patient bone deterioration, inadequate soft tissue support or soft tissue impingement. Agent has mentioned that a computerized tomography (CT) confirmed the glenoid base was put in with a superior tilt and needed a bone graft & glenoid reconstruction, it seems that event may occurred due to improper surgical technique, patient activities or trauma. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities that may have contributed to the event and hence a definitive root cause cannot be determined. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Manufacturer narrative:
Additional concomitant parts were added.